Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system would not work during a case. The 6800 system had to be removed and the procedure was completed with another system. No pt injury was reported.